Event description:
During a routine shift check by clinician, the device displayed "pacer fault 116" and defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.